Manufacturer narrative:
(B)(4). The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports under infusion. Taxol infusing set to infuse in 1 hour, but took 2 hours to complete infusion. Reports he did not check pump to see how many high pressure alarms had occurred during this infusion. He will send unused sets that were used for the infusion, (B)(4). The pharmacy moves the asv to the end of the filter set when they prepare the infusions. Reports they notice a significant decrease in high pressure alarms when they remove the asv for the infusion, but are unsure if this is an acceptable practice.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 130ml/hr and 135.9ml and the pump tested in specification with results as follows: 3x volumetrics of 130ml/hr and 135.9ml using customer supplied sets ((B)(4)) with asv (anti-siphon valve) tested in specifications with no pressure alarms: 1st test: 134.3ml or 98% of expected volume, 2nd test: 134.7ml or 99% of expected volume, 3rd test: 134.5ml or 98% of expected volume. Log review shows on (B)(6) 2015 and 2:46pm an infusion start of 130ml/hr and 135.9ml. At 3:09:21pm a pressure level 1 alarmed. At 3:09:50pm an infusion start and at 3:09:58pm an air bubble alarmed. At 3:10:21pm an infusion start and at 3:10:22pm an upstream occlusion alarmed. At 3:11pm an infusion start and at 3:51pm infusion was stopped in kvo with a volume infused to 135.92ml based upon the results of the investigation, the pump operated as intended and no specific conclusion can be drawn as to the cause of the reported event. If additional pertinent information becomes available, a follow up report will be submitted.